Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck had a diameter of 30 mm, with a length of 30 mm. It was reported that the physician implanted the stent graft system. During the most recent follow up visit, there were no issues noted, and the aneurysm had decreased in size. Two months later, the patient reported emergently with back pain. A CT scan was performed, and a type iii fabric endoleak was noted. In addition, it was noted that the aneurysm had ruptured and there was blood in the patient's abdomen. Measurements showed that the aneurysm had grown 2 cm since the follow up visit two months previous. The leak appeared to originate from the left limb graft just below the gate. The type iii endoleak possibly caused the aneurysm to expand and rupture. The physician believes a chunk of calcium or limbs rubbing against each other damaged the stent graft fabric. An endurant was implanted in the left limb, which resolved the leak. They had bleeding into the abdomen and also wounds from pevar on the left side and sheath placement on the right side. No additional clinical sequelae were reported and the patient was discharged to home and doing well. A review of several returned still angio images revealed that the bifurcate was positioned with the ipsilateral and extension grafts placed into the right iliac, and the contralateral limb into the left iliac. The limbs were crossed. Contrast is seen near the contra limb just proximal to where the limbs were crossed. A single cta cross-section also shows contrast near the contra limb. The endoleak type could not be determined. The cause of the possible type iii fabric endoleak could not be determined from these limited images. The limbs were relatively straight.

Manufacturer narrative:
(B)(4).